Event description:
Treatment of an ica-pc (internal carotid artery-posterior communicating) aneurysm measuring 4mm. During the preparation, it was reported that the balloon did not deflate after the test inflation and the guidewire became stuck in the catheter. No injury was reported with the patient since the device was not used in the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).